Manufacturer narrative:
Submitted: 02/24/2017. The pump has been returned and evaluated by product analysis on 02/22/2017 with the following findings: device evaluation: evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a component failure issue. This report is made based on results of investigation completed on 02/22/2017.